Event description:
It was reported that during a scheduled procedure the, "ent consultant, was carrying out a cochlea implantation and used this bur to drill a hole in the cochlea, the hole was drilled, the drill was removed from the field and placed on the drapes. The scrub nurse picked up the handpiece to put it on the tray and noticed the bur head was missing. The surgeon visually checked the operative field under a microscope and could not find the bur head." It was stated by the initial reporter: "in my opinion, as the hole had already been drilled without issue the bur head was most likely pulled off when the drill was picked up from the drapes, possibly snagging on the material". It is reported that patient outcome is "good so far".

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, nor medical records was returned to the manufacturer for evaluation. Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem. The report is inconclusive as to the cause of the reported product problem. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device has not been returned since initial distribution. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an product malfunction in the past and therefore is "likely", as defined by the FDA, to cause or contribute to a product malfunction if this event were to recur. A powered handpiece for functional endoscopic sinus surgery uses a variety of disposable blades and burs. Some bur and blade features are a curved design that can provide visibility and access during cochleostomies, middle fossa acoustic neuromas, and infralabyrinthine approaches to the petrous apex. An outer, non-rotating tube on curved burs helps protect critical anatomy from mechanical injury. The indications for use of burs and blades in sinus indications include: septoplasty, removal of septal spurs, polypectomy, antrostomy, ethmoidectomy/sphenoethmoidectomy, frontal sinus trephination and irrigation, maxillary sinus polypectomy, circumferential maxillary antrostomy, and choanal atresia.